Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced blood leakage from the device. The following information was provided by the initial reporter. The customer stated: the customer reported that blood leakage occurred during blood collection.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: bd received 1 sample and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for leakage was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for leakage with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd determined that the root cause of the indicated failure mode was attributed to a misalignment of the tubing in the manufacturing process. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced blood leakage from the device. The following information was provided by the initial reporter. The customer stated: the customer reported that blood leakage occurred during blood collection.